Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer technical support provided reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The caller was advised to continue using the pump and to contact support again if any issues arose, which the caller acknowledged and understood.